Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On 11/03/2023, the patient was experiencing weakness and felt hot. The patient did not check his cgm value at this time. The patient attempted to get something to eat to treat himself, but lost consciousness before doing so. The patient¿s wife called an ambulance. The patient stated he regained consciousness in the ambulance on the way to the emergency room (ER). The patient was told by emergency medical services (ems) his bg meter reading was 30 mg/dl and he was treated with something orally from a tube. Upon arrival to the ER, the patient¿s bg meter reading was 50 mg/dl while the cgm was reading "over 100 mg/dl". The patient stated the nurse at the ER treated him with an unspecified IV. The patient was discharged home a few hours later once his bg level stabilized. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.